Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had an instability/dislocation 2 months post-operative. Subject ID: (B)(6)".